Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the circuit did not pass the leak test during the initial ventilator check. No pt injury reported.